Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds and a possible dislodgement. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #product event summary: the lead was returned and analysis was performed with no anomalies found. The outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. It was noted that the outer insulation and the proximal conductor filar melted at 8.5cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 407658 lead, implanted: (B)(6) 2007. (B)(4).